Event description:
There was an allegation of questionable ldlc3- (low density, lipoprotein) results from the cobas c 503 analytical unit. Patient 1: the initial result was 26 mg/dl. The same sample was repeated on another pro analyzer with a result of 27 mg/dl and on a c311 analyzer with a result of 22 mg/dl. The same sample was repeated on an abbott analyzer and the result was 87 mg/dl. Patient 2: ((B)(6) 2024): the initial result was 10 mg/dl. The same sample was repeated on another pro analyzer with a result of 11 mg/dl. The same sample was repeated on an abbott analyzer and the result was 119 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The investigation found n-acetly cysteine injections were administered. This interference is documented in product labeling for the assay "acetaminophen intoxications are frequently treated with n-acetylcysteine. N-acetylcysteine at the therapeutic concentration when used as an antidote and the acetaminophen metabolite n-acetyl-p-benzoquinone imine (napqi) independently may cause falsely low ldl-c results." The provided analyzer alarm trace contained numerous abnormal aspiration alarms which are indicators of preanalytic issues. Correct pre-analytic sample handling is within the customer's responsibility. Patient 2 had urosepsis which can influence ldl results. The investigation did not identify a product problem.